Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed no evidence that the device was used inside a patient. The hypotube pusher was kinked 14cm from the proximal end. The self expanding stent was protruding 1cm out from the end of the outer sheath and was partially deployed. No other damage or abnormalities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that while unpacking the 8mm x 81mm x 750mm sentinol biliary stent system for a biliary stenting treatment procedure, a shaft kinked occurred. The procedure was completed with a different device. No patient complications were reported. Device analysis revealed that the self expanding stent was protruding 1cm out of the outer sheath and that the stent was partially deployed.